Event description:
Information was received from a healthcare provider via a company representative regarding a prospective patient who was receiving 5 mg/ml of dilaudid during a pump trial. It was reported that there were issues with removing the stylet/guidewire after the catheter was placed at t10 with a continuous infusion during an intrathecal pain trial. When pulling out the catheter, it was stuck and torn longitudinally. The healthcare provider reported that the catheter was "so thin" the catheter broke off in the patient and a portion remained in the patient. The company representative was inquiring if there was an issue with leaving the abandoned catheter in the trial patient¿s body. No patient symptoms and no further complications were reported. Additional information received on (B)(6) 2017 reported that the cause of the guidewire difficulty that led to the damaged catheter was not determined as well as the report that the catheter was ¿too thin¿. The issue was not resolved. No further complications were reported.